Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was calibrating the arctic sun device and got an error 1 (pre-warm bypass flow error) actual 3113 with 2500 system hours. Explained this is the circulation pump and also explained the 2000 hour preventive maintenance to them. They stated they already had a circulation pump and would replace it themselves.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was calibrating the arctic sun device and got an error 1 (pre-warm bypass flow error) actual 3113 with 2500 system hours. Explained this is the circulation pump and also explained the 2000 hour preventive maintenance to them. They stated they already had a circulation pump and would replace it themselves.